Manufacturer narrative:
An investigation is currently under way, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the patient came from intensive care to normal care with an aqua seal thoracic drainage unit. Monitoring, only ECG monitor, no spo2. Patient was in a single room. The thoracic catheter got loosened from the aqua seal. The patient got tension pneumothorax. The ECG alarmed and immediately the nurse came into the patients room.

Manufacturer narrative:
Submit date: 06/29/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A potential root cause may be that the catheter and the device were not compatible or the junction between the catheter and the device was not secure. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 05/04/2016. (B)(4).